Event description:
It was reported that an asahi fielder xt-a guide wire was used to cross a heavily calcified chronic total occlusion (cto) in the right coronary artery (rca), but failed. When attempts were made to exchange the fielder xt-a guide wire to an unspecified guide wire, the fielder xt-a guide wire was bent and its distal segment got fractured in the patient anatomy. The guide wire fragment of approximately 20mm in length was detached but removed with an unspecified snare. It was informed that here were no adverse patient effects due to the reported event. It was also informed that the patient recovered after the procedure and was discharged.

Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that guide wire manipulation might have been continued for guide wire exchange while the distal segment of the subject fielder xt-a guide wire was caught by the heavily calcified cto. Consequently, torsional stress and/or bending stress exceeding the product design limit was locally applied to the distal segment of the guide wire, causing the segment to be detached. Although it was concluded that this event was not attributed to product quality, it was concluded that removal of the guide wire fragment with a snare was considered a patient health hazard. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and moni. Tored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ failure to cross a lesion ~ separation or breakage of the guide wire.